Event description:
"During device implantation, patient suffered severe aortic rupture and died. Relay device was prepped and advanced over a lunderquist guidewire into the descending thoracic aorta. During advancement, the blood pressure dropped precipitously. Chest compressions began, but patient went into asystole. Angiogram showed that the aorta was extravasating contrast throughout the thoracic space." Patient outcome: "death".